Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The patient reported the cannula was not inserted correctly into the infusion site and bent/kinked. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria

Event description:
It was reported that a patient's blood glucose levels (bg) reached 260 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated and bent/kinked, while wearing it on the arm. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The returned device was evaluated and no significant amount of blood found on the device. No damages or defects were seen with the soft cannula or needle mechanism that would cause improper insertion of the cannula. No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. The cannula assembly was checked for manufacturing deficiencies that could contribute to bleeding or bruising and nothing was found.